Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Caller reported pt has been having issues charging their ins. Caller initially stated this issue began sometime last week around (B)(6) 2022, but then later in conversation said pt has had issues recharging their ins for the past few years. Pt stated they first began having issues charging their ins about a year after being implanted with the device.  Pt initially stated after receiving replacements in the past the issue resolves for a bit and then returns. Then later in conversation, pt said again that this has been an ongoing issue that started about a year after being implanted with the device. Pt stated they often have difficulties initiating a recharge session of their ins and "looking for device" continues to display. Pt attempted to initiate a recharge session during the call and began passive recharge mode (prm). Pt initially reported seeing low numbers in to 20's-40's. Pt then commented that if they press the rtm paddle into their implant site, the numbers immediately increase to the 70's. Pt then confirmed that again, this has always been the case since about a year after being implanted with the ins. Caller stated pt has never been able to use their belt to charge their ins and said they have to sit still to charge. Ps reviewed that pt needs to follow up with their hcp/rep rep regarding the issue. Caller stated they spoke with the rep and was instructed to contact ps for further assistance. Based on the context and troubleshooting, ps does not believe this is an issue with external equipment. Ps sent email to the field for visibility. The issue was not resolved.  See general text for omitted information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on 2022-aug-15. The pt can think of no contributing factors that lead to t he issues charging the implant. They charge every day without moving, sitting on the sofa, and tried charging at different areas of their home. Steps taken to resolve the issue were the pt called mdt and walked through battery removal and checking the battery. Pt pushed donut against implant hard and found device briefly and then lost signal. The issue was not resolved and the pt would like the implant removed. Weight was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.